Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed an ECG fall-off test. Upon investigation, the lead 1 wire was broken in the cable connecting ECG c and ECG d. The root cause for the broken wire was unable to be positively identified. No adverse event resulted from the damage electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.